Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.on the previous initial submission (2954323-2023-40123) section(s) h6 - adverse event problem (type of investigation, investigation findings, investigation conclusions) and h10 - additional mfg narrative were incorrectly documented.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A bent sensor tip was reported with the abbott diabetes care (adc) device and customer was unable to apply the device to monitor glucose levels. As a result, the customer received third-party treatment of "glucose" (type/dose unspecified) by a healthcare professional (hcp). There was no report of death or permanent injury associated with this event.